Event description:
Customer claims the heating pad burned into the sheets and the bed. She claims to have suffered a 2nd degree burn on her shoulder from the unit. Consumer was seen by a doctor and prescribed medication. Consumer was laying on the unit at the time which is contrary to instructions.